Event description:
It was reported that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) leads resulting in oversensing. Technical services (ts) was consulted and discussed that, due to the noise seen on both channels, to consider medical procedure/external interference as the source of the noise. No adverse patient effects were reported. This device remains in service.